Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her son (the pt) alleging that the pump was not delivering insulin. The reporter also indicated that the pt was admitted to the hospital on (B)(6) 2010, with a blood glucose (bg) level of "522 mg/dl." The pt was reportedly treated with an insulin drip. According to the reporter, the pt woke up on (B)(6) 2010, with a bg level of "448 mg/dl." The reporter reportedly changed the site which she claimed was not bent when removed. The reporter claimed that she could not get the pt's bg level down so she took him to the hospital. At that time, the pt reportedly had symptoms of nausea, vomiting, abdominal pain, and positive ketones. The reporter denied observing any leaks, air bubbles, or smell of insulin. The reporter also indicated that the pt was using fresh insulin in a new cartridge. The reporter also denied that the pt's sites had lumpiness or hardness. She denied having any problems with inserting the infusion sets. The pump's date/time and basal program were reportedly correct. The pump's histories added up correctly. No associated alarms were found in the pump's history. The pump was not suspended. The reporter claimed that the pt's bg level went up to "584 mg/dl" on an unclear date/time after he was reconnected to the pump. This complaint is being reported due to the following conclusion: the reporter claimed that the pt was hospitalized for hyperglycemia and that the pump was not delivering insulin.